Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was 280 mg/dl at the time of the incident. The customer stated that the drive support cap was not protruded, loose, or sticking out. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due corroded motor home switch. Unable to verify for motor position encoder error alarm and perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test anomaly, self-test, unexpected restart test and the operating current measurement due to constant motor error alarm. The insulin pump received with cracked reservoir tube lip.